Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that the lancet was not retracting on his one touch ultrasoft lancing device. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue with the lancing device first occurred about 2 weeks prior to the call to lfs. He also reported that after the reported issue began, he developed symptoms of blurry vision, and "sugar crashes, sugar goes up and down". However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.